Event description:
It was reported to boston scientific corporation on (B)(6), 2010 that a resolution clip device was used during procedure to treat an active bleed. The event was initially reported as device defective. Clarification from the complainant revealed that the failure was that the clip would not stay attached to the tissue after it released from the catheter. This is not a reportable event as there is no potential for serious injury.

Event description:
It was reported to boston scientific corporation on (B)(6), 2010 that a resolution clip device was used during a procedure. According to the complainant, the resolution clip was defective and did not work. Several attempts to ascertain further details (including patient information and follow-up procedure information) have been unsuccessful to date.

Manufacturer narrative:
(B)(4): the complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Manufacturer narrative:
Revised to reflect the change in reportability.